Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The expected infusion time was 46 hours; however, after fifteen hours and 30 minutes the patient observed the device was ¿half empty¿. At 26 hours and 30 minutes the patient noted the ¿bottle was empty¿. Two hours later, the nurse disconnected the device and stated ¿the port was dry and the bottle completely emptied¿. The device was filled with 4800mg of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from january 10, 2020 - january 13, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.